Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation will be completed. No conclusions can be made at this time. Ce.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the patient had a blood glucose of 475 mg/dl with no symptoms. No unusual treatment was required. This bg excursion does not meet animas criteria for a serious adverse event. Reporter alleged inaccurate delivery was unwilling to complete troubleshooting. This complaint is being reported due to the alleged inaccurate delivery issue.